Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The incoming evaluation could not reproduce the reported symptom of "running but did not infuse." The device meets specifications for infusion. The unit passed flow rate tests and procedure and was found to deliver within design specification. Additional flow rate tests were performed with the unit passing. Upstream occlusion and downstream occlusion tests were performed per spectrum service manual with unit passing. The unit also passed additional upstream occlusion and downstream occlusion tests.

Event description:
It was reported that a nurse was setting up an infusion with the pump, and set it to run, but no fluid was being infused. Per a follow-up phone call, there was a patient involved, but no patient injury or adverse event related to the complaint.